Manufacturer narrative:
The vanguard is manufactured by sorin group and is a component of the custom perfusion pack manufactured by sorin group USA, inc. The custom perfusion pack, catalog number 089104003, is a pre-amendment device. One vanguard cardioplegia device was returned to sorin group USA, inc. For evaluation. A visual inspection did not reveal any obvious defects. The unit was returned to sorin group for further evaluation. A follow-up report will be filed with sorin group findings.

Event description:
After the perfusionist delivered the first dose of cardioplegia, he noticed air in the line going to the patient. The air was cleared prior to any patient involvement. The perfusionist changed out the unit prior to the next cardioplegia dose. There was no adverse patient affect due to the incident.